Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/30/2016 with the following findings: investigation revealed a dim and discolored display. Unrelated to this issue, the keypad was peeling from the ok button side; however, all buttons were responsive during the investigation and no contamination was found under the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of investigation completed on 03/30/2016.